Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, june 22nd, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2012. This report is filed (B)(4) 2012.